Manufacturer narrative:
(B)(4). Additional: it was reported performance breakage suture. Three empty opened foils of product code mic170, lot ak9701 were returned for analysis. As no needles or sutures were returned for evaluation, we are unable to investigate further to the issue of ¿3 sutures broke during lap hysterectomy". The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on an unknown date and suture was used. During the procedure, the suture broke. The procedure was completed with new suture. There were no adverse patient consequences. No additional information was provided.